Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
From china aer database: issue summary: it was reported that when the device was switched from manual mode to automatic mode during a case, there was an inability to switch ventilation modes as expected. The user immediately switched to manual mode for maintenance and later replaced the device with another anesthesia machine to complete the procedure. There was no injury reported due to this issue.